Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jan-2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital bleeding). A surgery was performed to remove micro-inserts around 7 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), migraine ("migraines"), abdominal distension ("bloating"), depression ("depression") and hypoaesthesia ("numbness"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the genital haemorrhage, pelvic pain, migraine, abdominal distension, depression and hypoaesthesia outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, migraine, abdominal distension, depression and hypoaesthesia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital bleeding). A surgery was performed to remove micro-inserts around 7 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627075) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroid. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), migraine ("migraines"), abdominal distension ("bloating"), depression ("depression"), hypoaesthesia ("numbness") and headache ("headaches"). The patient was treated with surgery (stotal laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal distension, depression and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, depression, genital haemorrhage, headache, hypoaesthesia, migraine and pelvic pain to be related to essure. Lot number: 627075. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine fibroid. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporter information, medical history and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627075) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), migraine ("migraines"), abdominal distension ("bloating"), depression ("depression"), hypoaesthesia ("numbness") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal distension, depression and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, depression, genital haemorrhage, headache, hypoaesthesia, migraine and pelvic pain to be related to essure. Lot number: 627075, manufacturing date: 2008-04, expiration date: 2010-04. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), migraine ("migraines"), abdominal distension ("bloating"), depression ("depression"), hypoaesthesia ("numbness") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal distension, depression and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, depression, genital haemorrhage, headache, hypoaesthesia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter added, event headaches was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.